Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via social networking that they experienced high blood glucose. Blood glucose reading was over 400 mg/dl. Customer was treated with manual injection. Customer also reported that the insulin pump had insulin flow blocked alarm. Customer had not tried all remedies. It was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self-test. No unexpected no delivery, insulin flow blocked alarms, or prime, rewind anomalies were noted during testing. (B)(4).